Event description:
During infusion of gammagard 5gm/50ml subcutaneous the bd syringe ejected from the freedom 60 hitting the patient in the face around the eye. The patient was performing infusion at home with the assistance of her mother. The patient visited the (B)(6) urgent care with a bruised eye and blurred vision. The symptoms are reported to be present for a couple of weeks.